Event description:
It was reported that during a laparoscopic ob/gyn procedure to do an incidental appendectomy, the stapler blade did not cut and some staples did not form. The surgeon used scissors to cut tissue and opened a different device to complete the case. There was no reported consequence to the pt.